Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A 24mm watchman flx laa closure device was attempted first, then a 20mm watchman flx laa closure device was implanted after meeting release criteria. There was an effusion noted before and after the case, but was thought to have been a chronic stable effusion. Roughly two hours after the procedure the effusion had grown and the patient was beginning to experience hypotension and discomfort. A pericardiocentesis was performed and 450ml of blood was removed and the patient was stable and being monitored.